Event description:
It was reported that the patient was presented to the clinic with palpitations. The pulse generator was found in backup mode. After following on-screen programmer prompts, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.